Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns regarding right atrial (ra) lead dislodgement in this recently implanted pacemaker system, as loss of capture (loc) was observed. A chest x-ray was performed, confirming that the lead was in the correct position. However, threshold testing verified the presence of loc. The device was subsequently reprogrammed to a ventricular only pacing mode. Due to the patient condition, no surgical intervention is planned at this time. No adverse patient effects were reported. The pacemaker remains in service.